Manufacturer narrative:
Design history record review completed mar 1, 2017. The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model lxa21, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model lx) mitroflow aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
Unknown if device was explanted.

Event description:
The manufacturer was notified on 25 aug 2016 that a patient who was implanted with mitroflow lxa, size 21 on (B)(6) 2014 showed restricted leaflet movement due to calcification. No further information provided.

Event description:
The manufacturer was notified on 25 aug 2016 that a patient who was implanted with mitroflow lxa, size 21 on (B)(6) 2014 showed restricted leaflet movement due to calcification. The manufacturer was notified that the device was explanted on (B)(6) 2017 and replaced by a carbomedics standard aortic mechanical heart valve, a5-021.

Manufacturer narrative:
The manufacturer was notified that the device was explanted on (B)(6) 2017 and replaced by a carbomedics standard aortic mechanical heart valve, a5-021. The manufacturer is following up to obtain further information regarding the explant and device availability. If further information is received the manufacturer will update the competent authority.